Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the balloon was inflated at 4atm. After ablation was performed, the balloon was again inflated for post dilatation; however, it was noted that the balloon ruptured at 6atm for 40seconds. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the hypotube which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the balloon was inflated at 4 atm. After ablation was performed, the balloon was again inflated for post dilatation; however, it was noted that the balloon ruptured at 6 atm for 40 seconds. The procedure was completed with a different device. No patient complications were reported.